Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list device embolization as a potential device or procedure-related adverse events.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to treat an iatrogenic atrial septal defect following a mitraclip procedure on (B)(6) 2021. At the patient's one month follow-up, x-ray imaging showed the device had embolized. Echocardiography showed the device was in the left ventricle and likely embedded below the mitral valve. The patient is asymptomatic. The physician plans to bring the patient back in for additional imaging to determine further treatment.